Event description:
It was reported that the system 9800 had no fluoro output. There was no adverse patient involvement with limited patient information.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced and calibrated the generator driver board. The system was tested and found to be working as intended and placed back into service.